Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector was blocked when trying to push medicine through. The following information was provided by the initial reporter: "the customers complaint is that they are facing resistance when pushing the medication whist using the mz1000. Due to this resistance the customer changes the needle free connector (mz1000) frequently."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20045122, d.4. Medical device expiration date: 4/1/2023, and h.4. Device manufacture date: 4/1/2020. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/21/2021. H.6. Investigation: five mz1000 samples were received for investigation. One sample was received in open packaging. The sample received in opened packaging had residual blood inside. Four samples were received in sealed packaging. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects of manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned mz1000 samples; in each instance no flow restrictions or occlusions were identified. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported that the maxzero needleless connector was blocked when trying to push medicine through. The following information was provided by the initial reporter: "the customers complaint is that they are facing resistance when pushing the medication whist using the mz1000. Due to this resistance the customer changes the needle free connector (mz1000) frequently."